Manufacturer narrative:
(Secondary intervention) - evaluation results: (endoleak), (unknown cause of endoleak).

Event description:
A talent aaa stent graft was implanted in a patient for the treatment of an abdominal aneurysm 6 years ago. A type iii endoleak was discovered on CT. The endoleak was treated with an iliac extension. The problem was resolved. The follow up CT performed indicates an all clear.